Event description:
It was reported that the surgeon was unable to implant one (1) of the two (2) stents from a trabecular microbypass stent system. Per report, during a postoperative examination, the surgeon observed a remnant of a broken trocar in the operative eye. The trocar remnant was later removed postoperatively, and the surgeon was able to successfully implant two (2) additional stents. Additional information has been requested.